Event description:
It was reported that a balloon rupture occurred. The vascular access was obtained via right brachial artery using a non bsc introducer sheath. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified subclavian artery. After a non bsc guide wire crossed the lesion and a 10x40 non bsc stent was deployed, the 7.0mmx40mmx135cm (4f) sterling balloon catheter was selected to post dilate the lesion. During the first inflation, the device was inflated at 14 atmospheres however, residual stenosis was still observed. Second inflation was then made at 16 atmospheres however the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a no-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).